Manufacturer narrative:
Date of event and therapy: estimated date. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. A conclusive cause for the reported patient effect of hemorrhage and the relationship to the product, if any, cannot be determined. The subsequent treatment of additional therapy/ non-surgical treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through a research article that arteriotomy closure was attempted using a prostar device with an 8f sheath. A persistent ooze (late rebleed) began 3 hours after initial hemostasis had been achieved. Heparin anticoagulation was stopped and 1 hour of pressure with a groin clamp was applied. Details are listed in the article, titled "initial experience using prostar: a new device for percutaneous suture-mediated closure of arterial puncture sites."